Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that a replace battery code beginning with 128-fxxx (where x is any number or letter) was present in the alarm history and had occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2015 with the following findings: a review of the pump black box data revealed that 128 fe88 replace battery alarms had occurred. During a visual inspection of the pump, evidence of moisture contamination was observed behind the display lens. Due to moisture contamination, the pump powered on with returned battery cap to a distorted, discolored display. The battery cap was able to fully tighten and the battery compartment was intact. The pump case was observed to be cracked in the lower right hand corner of the display area. A leak test showed a leak at the pump case crack. During testing, a recurring 128-fe88 alarm was emitted while attempting the rewind step. The current draws were within specifications. Further testing was not able to be performed due to the recurring 128-fe88 replace battery alarm. The pump case was removed, and evidence of moisture contamination was found throughout the inside of the pump. The complaint was not able to be adequately investigated due to the recurring alarm and internal moisture damage.